Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress once the investigation is complete a follow up MDR will be reported.

Event description:
It was reported that a meshgraft ii instrument graft was getting stuck. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, concomitant medical products, PMA/510k, if follow-up, what type. On april 17, 2018, it was reported that the graft was getting stuck. The customer returned a meshgraft ii device, serial number: (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated meshgraft ii serial number: (B)(4) as documented in the vdoc service portal. Product review of the meshgraft ii by medicrea on april 25, 2018 revealed that the cutter, roller, side plate and handle were corroded and damaged. Repair of the meshgraft ii was performed by medicrea on may 4, 2018 which included replacement of the sideplate, cutter, roller and handle. Meshgraft ii, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the cutter, roller, side plate and handle were corroded and damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the cutter, roller, side plate and handle were corroded and damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.